Event description:
It was reported that during a revision procedure, this right atrial (ra) lead was explanted after the physician analyzed xray images that were taken. The ra lead was replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.